Manufacturer narrative:
(B)(4). D10: interchangeable humeral assembly 32810502504 65604166. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01610.

Event description:
It was reported that the patient was revised due to bushing wear on the implant causing metal-on-metal erosion. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6a: initial implant date: unknown date in 2013. The reported event was unable to be confirmed due to limited information received from the reporter. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. No medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 10 years post implantation of the bushings, the patient was revised due to bushing wear. This was the patient's third revision due to bushing wear. No delay reported for this revision. Attempts for additional information were made and none was available.